Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) cystgastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician successfully deployed the first flange of the stent. However, when the physician attempted to retract the catheter, resistance was encountered and the catheter would not retract. When the physician again tried to retract the catheter, the remainder of the stent prematurely deployed. The procedure was successfully completed by bridging the first axios stent with a second axios stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable.